Manufacturer narrative:
Due to character restrictions in block e1, e1 event site full name is (B)(6) hospital. E1 event site telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) was not holding a charge and the battery back up isn't charging either. There was no patient involved.

Manufacturer narrative:
Corrected fields : h6 ( medical device ¿ problem code). Updated fields: b4,d8, d9, g1(contact person ¿ mfg site), g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. A getinge field service engineer (fse) checked the device and found mains cable plug to be faulty. Fse replaced with 13 amp plug as a temporary measure and will quote for replacement cable assy (d012-00-1823-04). No service report as customer is fixing themselves. This will be completed by the customer.